Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that one day post implant, the patient had chest pain and a right ventricular (rv) lead perforation was suspected. The lead had non-capture with poor r wave progression and an echocardiogram confirmed that it had pulled back. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.